Manufacturer narrative:
***Update** litigation papers were received alleging metallosis and aseptic lymphocyte dominated vasculitis associated lesion (alval). Doi: (B)(6) 2004 (right side). The devices associated with this report were not returned. A complaint database search still finds no other reported incidents against the provided product and lot combinations since their release for distribution. This matter is in litigation. Follow-up activities are being performed by the depuy legal team. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. ***update** 1/26/2011 - litigation papers were received alleging metallosis and aseptic lymphocyte dominated vasculitis associated lesion (alval). Doi: (B)(6) 2004 (right side). **update** 11/22/2012 - medical records were received from legal. There is no new information that would change the existing MDR decision. Dor: (B)(6) 2010. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Pt revised for possible infection and unk osteolysis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and implant sticker sheet received. In addition to what was previously reported, ppf alleges infection, metal wear, pseudotumor, and abductor muscle repair. The law firm and lawyer has been updated. Doi: (B)(6) 2004; (B)(6) 2010; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and implant sticker sheet received. In addition to what was previously reported, ppf alleges infection, metal wear, pseudotumor, and abductor muscle repair. The law firm and lawyer has been updated. Ip's for the cup and stem has been added as well. Doi: (B)(6) 2004; (B)(6) 2010; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) used to capture device revision or replacement.

Event description:
Pfs alleges weakness, instability, and loss of function in the right hip. After review of the medical records, the patient was revised to address infected right total hip replacement with probable alval reaction. Revision operative note reported that the patient developed a deep vein thrombosis and extensive cellulitis on the leg. It was also reported that the trunnion had some metal staining. Doi: (B)(6) 2004; dor: (B)(6) 2010; (right hip) first revision.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Infection after this length of time implanted is not likely to involve a device or device processing error. In follow up, the complainant had been unable to state that either the infection or osteolysis was confirmed post surgery. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.